Event description:
It was reported that the health care professional (hcp) called for review of a stored non-sustained ventricular tachycardia (nsvt) episode for this patient with a pacemaker system as the atrial lead was showing a flat line. Technical services reviewed and found there was oversensing of noise which resulted in pacing inhibition of greater than two seconds. At this time, the system remains in service. No adverse patient effects were reported.